Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and a pinhole approximately at the center of the balloon was noted. The procedure was completed with another of same device. No patient complications nor injuries were reported, and the patient was in good condition post procedure.